Event description:
The customer stated that he was hospitalized for low blood glucose levels after losing consciousness. The customer stated that his sensor and blood glucose levels have been off by 60-90 points over the last few days. Troubleshooting was performed, and the functional test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.